Event description:
Patient tested 6.2 inr on the coaguchek xs system while a comparison lab returned as 10.2 inr. Patient's warfarin dose was stopped. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).